Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, a company representative reported the pt's dr left a message that the pt was having issues with her insulin infusion sets. An attempted was made to contact the pt and a message was left. On two days later, the pt stated the cannula on her infusion headset is kinking and she has had elevated blood glucose readings of 150 mg/dl to 400+ mg/dl. She stated, she treats her readings by bolusing insulin. She said, she changes her headset and tubing every 3-4 days. She was advised to change her headset every 3 days and her tubing every 6 days. The pt stated she mainly uses the left side of her abdomen. Scar tissue and site rotation were discussed with the pt and a complimentary guide to site management was sent to the pt. No product will be returned for eval.